Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2015 due to a possible loose acetabular cup. The modular head, acetabular cup, and liner were removed and replaced with a biomet head and competitor's cup and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "